Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber, in airway from device. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a philips investigation laboratory. The device has been visually inspected by the manufacturer. The evaluation result found dust, keratin in the device. The manufacturer unable to confirm the evidence of foam degradation or breakdown.